Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has a known driveline fracture and uses an ungrounded power module patient cable to avoid short to shield events. While at the clinic on (B)(4) 2015, when the patient was being connected to the power module with a grounded patient cable, low flow alerts and low speed operation with a possible temporary pump stop occurred. The patient reported being lightheaded and dizzy and remarked that he ¿felt like he was about to go out.¿ it was reported that a recent physical exam suggested that the patient's aortic valve has fused shut at this point. The alarm went away when the patient was repositioned and the symptoms resolved. The patient was switched to battery power and remained seated for approximately another 10-15 minutes. The patient regarded himself to be at baseline before leaving the clinic. A system controller data log file was reviewed by the manufacturer's technical services to rule out any other scenario potentially related to the event. It was confirmed that the reported events occurred while the patient was connected by the white lead to a regular grounded patient cable. There were no further alarms when the patient was switched to battery.

Manufacturer narrative:
Approximate age of device: 3 years. The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remained on going on vad support. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.